Event description:
It was reported that the device exhibited high impedance. Lead and device were explanted.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the reported high lead impedance was not reproducible in the laboratory. Testing was performed on the bench and the impedance measurements were normal. The device and test lead were also submerged in saline solution for one week duration and measurements remained within product specification. Additional testing was performed using the automated test equipment and the device met the test specifications. The cause of the impedance was believed to be a possible lead issue or lead-to-device connection issue.